Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch ripped away from the top stabilization wire of the pouch as the gallbladder was being pulled out of the abdominal portal. The handle of the endopouch was locked in the open position so that it could not be removed from the abdomen without making an incision.

Manufacturer narrative:
Information anticipated, but unavailable at this time.